Event description:
The physician intended to treat a lesion in the proximal lad. It was reported that the physician pre-dilated the proximal lad. The physician proceeded to deploy a 3.0mmx15mm resolute integrity drug-eluting stent deployed at 10atm and post-dilated at 10atm. The mid lad was pre-dilated. Laser atherectomy was performed for 4 runs. An attempt was made to deliver a 3.0x22mm resolute integrity drug eluting stent but it was reported that the stent did not deploy. This was reportedly due to lesion resistance and not due to a device malfunction. The physician proceeded to dilate the lesion to 10atm. The lesion was stented using a 2.5x14mm resolute integrity stent deployed at 10atm. Intravascular ultrasound showed residual stenosis between the two previously implanted stents, the segment of the artery was stented using a 2.75x18mm resolute deployed at 12atm. The patient was released from hospital in a stable condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.